Manufacturer narrative:
This supplemental report is being submitted to address the change in the cause of the malfunction. Corrected fields:h6. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the cable was very thin and during storage it becomes damaged until it no longer functions on the camera head. Also, one of the electrical wires inside has broken, resulting in no image. The issue was found during the procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of cable unit and leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: caused traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: ¿ never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cable was very thin and during storage it becomes damaged until it no longer functions on the camera head. Also one of the electrical wires inside has broken, resulting in no image. The issue was found during the procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.